Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2021". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely on the second or third day of wear and was unable to obtain scan readings. The customer became hypoglycemic and was seen at the emergency and a reading of 55 mg/dl was obtained on the hcp meter. Customer was treated with fruit juice and biscuits with jam by the nurses. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "(B)(6) 2021". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely on the second or third day of wear and was unable to obtain scan readings. The customer became hypoglycemic and was seen at the emergency and a reading of 55 mg/dl was obtained on the hcp meter. Customer was treated with fruit juice and biscuits with jam by the nurses. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely on the second or third day of wear and was unable to obtain scan readings. The customer became hypoglycemic and was seen at the emergency and a reading of 55 mg/dl was obtained on the hcp meter. Customer was treated with fruit juice and biscuits with jam by the nurses. There was no report of death or permanent injury associated with this event.